Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed 2.5 years remaining seven months ago, but recently showed one year remaining. Boston scientific technical services (ts) advised that data should be sent for analysis to check for premature battery depletion (pbd). The device remains in service. No adverse patient effects were reported.